Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ventricular tachycardia (vt) was untreated by the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead resulting in a fall, brain injury and admission to a nursing home. A similar incident subsequently took place and the patient died. It did appear that the patient had vt in the monitor zone but it could not be definitively determined that it was related to the patient's death. No further information was reported.